Event description:
It was reported an alert posted to the latitude website that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Technical service (ts) consultant reviewed data, advised that the message for premature battery depletion (pbd) was due to an extended time of magnet use. Ts advised to reset up device and interrogate device. At this time the latitude website continues to show pbd error message. No adverse patient effects were reported. Device remains implanted. New information was received indicating that this sicd estimated battery longevity power consumption is normal. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error, however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported an alert posted to the latitude website that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Technical service (ts) consultant reviewed data, advised that the message for premature battery depletion (pbd) was due to an extended time of magnet use. Ts advised to reset up device and interrogate device. At this time the latitude website continues to show pbd error message. No adverse patient effects were reported. Device remains implanted.